Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multisystem organ failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported via the patient outcome that the patient expired on (B)(6) 2020, due to multisystem organ failure. No autopsy was performed. The device was not explanted and will not be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure, respiratory failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to multi-system organ failure. No autopsy was performed. The device was not explanted. No further information was provided.